Event description:
It was reported that the patient presented for explant of the right ventricular lead due to loss of capture. Microdislogement of the lead was suspected. The patient was stable throughout.